Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips fell out the applier during use. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml, lot # 73h1600555 was manufactured on 08/22/2016 a total of 288 pieces. Lot was released on 08/30/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to successfully load into the jaws of the applier and close. This was repeated with the same result. Two clips were applied to over-stressed surgical tubing and were able to stay attached. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the other remarks: end user. No defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "the clips fell out the applier" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as clips could be loaded into the jaws and close with no issues. The device was received with 4 clips remaining in the channel indicating that the end user fired 11 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device. No further action will be taken.

Event description:
The clips fell out the applier during use. There was no patient injury.